Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the orders from cerner not crossing over into pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the orders from cerner not crossing over into pyxis. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI), medical device model. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were delayed. A technical support specialist found that the issue was caused by a delay in the cce sending messages to the es server, which was traced back to insufficient memory allocation on the cce database server. Worked with the customer to increase the memory allocation, and after several weeks of monitoring, no further message receipt delays were observed. The system functioned as intended after the technical support specialist troubleshot the device.